Event description:
It was reported the subject device displayed colored control image and display had also been switching off. The event occurred during the unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: h8 the device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. Based on the results of the investigation, and since the reported malfunction was not reproduced, a root cause could not be identified. Based on the results of the investigation, it is likely watertightness was lost due to damage on the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer